Event description:
It was reported that bd alaris secondary set tubing that is connected to the drip chamber came apart. The following information was provided by the initial reporter: event: "I was taking patients tafasitamab-cxix down from the IV pool into the chemo bag since patient's treatment was done. As I was placing it into the chemotherapy bag to discard; the tubing that is connected to the drip chamber came apart. I showed rn in the room with me at the time and informed my nurse manager *** rn. I finished discarding the chemo and proceeded to wash my arms from elbow down just in case since I only had gloves on."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. Multiple photos were received with the customer's complaint of separation. The issue was immediately verified with the photos showing the tubing detached from drip chamber. This failure has been observed in the past and even though the sample is not available for testing, the root cause can be identified as improper application of solvent during assembly. The manufacturer was notified of this instance. There have been corrective actions applied to the production of this set since occurrence of this failure to ensure proper set assembly. A device history record review for model 11448964 lot number 23059010 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.